Manufacturer narrative:
(B)(4). The actual device involved and the logs have not been received at this time and the investigation is on going. A follow up report will be provided when the evaluation results become available.

Event description:
(B)(4).